Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s clinical manager reported that a fresenius combiset bloodline leaked two hours after the initiation of a patient¿s hemodialysis (hd) treatment. The leak occurred when the line was capped and clamped. The machine, a fresenius 2008t machine, did not alarm but was not expected to. A fresenius dialyzer was also in use. There were no issues during priming. Ther were no change in pressure or blood flow rate during treatment. There was no visible defect or damage noted on the bloodline. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient serious injury or medical intervention required due to this event. The patient was restarted on the same machine with the same supplies and treatment continued. The bloodline was tied off and again capped and clamped. Forty five minutes later, the patient¿s venous pressure was high. While checking on the patient, the certified clinical hemodialysis technician (ccht) noted that the bloodline was again leaking through the cap. Again, there was no visible defect or damage noted on the bloodline. The ccht re-clamped and used a hemostat to clamp the line. The patient was restarted on the same machine with the same supplies and successfully completed treatment. There was no patient serious injury or medical intervention required due to this event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.